Event description:
It was reported that balloon burst occurred. The 60% stenosed target lesion was located in the moderately tortuous and moderately calcified artery of the lower extremity. A 2.0mm x 120mm x 150cm sterling sl balloon catheter was advanced for bilateral puncture of the lower extremity procedure. However, the balloon burst during second inflation at 20 atmospheres for 2 minutes. The device was removed normally, and the procedure was completed with another of the same device. There were no patient complications as a result of this event, and the patient's conditions was stable.

Manufacturer narrative:
Device evaluation by manufacturer: the sterling balloon device was returned for analysis. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual and microscopic examination revealed no damages. Functional testing was performed by inflating the device to rated burst pressure and it was able to hold pressure. No leaks or rupture were found. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis could not confirm the reported rupture.

Event description:
It was reported that balloon burst occurred. The 60% stenosed target lesion was located in the moderately tortuous and moderately calcified artery of the lower extremity. A 2.0mm x 120mm x 150cm sterling sl balloon catheter was advanced for bilateral puncture of the lower extremity procedure. However, the balloon burst during second inflation at 20 atmospheres for 2 minutes. The device was removed normally, and the procedure was completed with another of the same device. There were no patient complications as a result of this event, and the patient's conditions was stable.